Event description:
Reporter alleged, the blood glucose monitoring device compact plus system generated a result outside the reading range of the meter. Customer stated, the meter read 666 mg/dl, however, the labeled range of the meter is 10-600 mg/dl. The location of the alleged incident was not provided. As a result, no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.